Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported questionable blood glucose results for one neonate patient using an accu-chek inform ii meter. At 11:34 am, the meter result was 34 mg/dl compared to at 11:35 am, the meter result was 46 mg/dl. At 6:17 pm, the meter result was 39 mg/dl compared to at 6:18 pm the meter result was 52 mg/dl. It is not known if the same or different vial of strips of the same lot number was used. There was no adverse event. The patient was released. The strips involved were not returned.